Event description:
A nurse reported a customer obtained lower values when scanning the adc device compared to an unknown capillary device. As a result, the customer was brought to the hospital for "diabetic ketoacidosis situation". However, no further information was reported as the nurse ended the troubleshooting process. A sensor scan of 140 mg/dl compared to a blood glucose test of "300+" was reported; however, it is unknown when the values were obtained in relation to each other, and if were these values were taken at the time of the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.